Event description:
Fill volume: unk; flow rate: 10ml/hr; procedure: antibiotic therapy; cathplace: unk; an international distributor reported an incident with a homepump where there was an "increase of infusion: within 12 hours instead of 24 hours." It was rpeorted that the device is available for return and analysis. No pt injury or medical intervention were reported. Add'l info was requested, however is not available at this time.

Manufacturer narrative:
Method: the device was reported to be returning for an eval and at this time is pending return. A review of the device history record (DHR) was conducted for the reported lot number. Results: at this time, the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncr's) for this lot. The lot met the process specs, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis is completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting system. Trend info is used to identify the need for add'l investigations.